Event description:
The clinic reported that 6 patients received dex treatment to suppress acth values following laboratory test results showing high acth values inb these patients. Subsequent irma acth tests on the same samples from the patients showed normal acth values.

Manufacturer narrative:
This report is based on info found during a review of nid files. Nid has ceased manufacturing operations and no longer markets this product. The product labeling states: "like any analyte used as a diagnostic adjunct, acth results must be interpreted carefully with the overall clinical presentations and other supportive diagnostic tests."